Event description:
It was reported that during a procedure for treatment, the dr introduced the jagwire guidewire and used a retrieval balloon. The dr withdrew the jagwire and retrieval balloon together. The nurse found the tip of the jagwire was broken. The dr ended the procedure. It was reported that there were no pt injuries.